Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of an inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
It was reported that when a patient presented for a routine generator change-out, the set crew for the atrial lead was stripped and could not be loosened. The device was explanted and replaced as planned. The patient was fine.